Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the dressing was less absorption." The dressings were used on either the face or the leg/hand. The dressings were in place for one day. No harm was reported. It was unknown the number of dressings used. Follow up information was requested for the exact location and it could not be confirmed by the reporter. No photographs were provided.

Manufacturer narrative:
(B)(4). Lot 9a04378, product description duoderm xthin drs 15x15cm (1x10pk) nai was manufactured on 02/01/2019 with a total of 16,050 market units. On 29/jun/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per the bom. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi29-006 automatic chevron sleeve packaging bodolay c. In addition, a complaint search for lot 9a04378 and malfunction code wnd-pmc2.1 dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate was carried out and as a result, no additional complaints were found; therefore, no trend for this lot is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.